Event description:
It was reported that a patient underwent surgery of lm on (B)(6) 2015 and an absorbable adhesive barrier was used. The patient developed an ileus. During an abdominal operation for the ileus on (B)(6) 2015, the small bowel and absorbable adhesive barrier were found conglutinated. The patient was washed and the ileus pipe was placed. Discharge was postponed for 12 days. The surgeon opines that the patient developed an infection and inflammation near where the absorbable adhesive barrier was placed, which had an impact on the ileus. Currently, the patient has been discharged.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hlb8442 - mfg. Date 10/17/14, exp. Date 07/31/19. Batch hlb8581 - mfg. Date 10/20/14, exp. Date 07/31/19. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.